Event description:
On (B)(6) 2013, it was reported that this vns patient now has sleep apnea. The relation to vns was unknown. Attempts for additional information have been unsuccessful.

Event description:
On (B)(4) 2014, additional information was received. The sleep apnea was first observed on (B)(6) 2013, following the patient¿s vns implant surgery in january 2013. It was unclear if the sleep apnea was occurring with stimulation. The most recent system diagnostic results did not show a problem. Interventions included initiation of sleep apnea treatment and no further increase in vns parameters. It was probably that causal or contributory programming or medication changes preceded the onset of the sleep apnea. It was unknown if the patient had a medical history of sleep apnea (pre-vns).

Manufacturer narrative:
Age at time of event, corrected data: previously submitted MDR indicated a patient age of (B)(6); however, additional information was received indicating that the event began when the patient was (B)(6) years old. This report is being submitting to correct this information. Date of event, corrected data: previously submitted MDR indicated an event date of (B)(6) 2013; however, additional information was received indicating that the event began on (B)(6) 2013. This report is being submitting to correct this information.